Manufacturer narrative:
Evaluation summary: no sample was returned for investigation; however, a photo was provided. The visual examination of the provided picture shows that: the mesh was placed in the abdominal wall of the patient (open surgery approach). A hole on the involved mesh was visible. However due to the picture quality, it is not possible to determine the size and the position of the hole, if it is a tear or a cut, and if the mesh have been overstretched or not. Without the sample a detailed investigation could not be performed. The root cause of the hole could not be determined. The product IFU which accompanies each device states in chapter ¿warnings and precautions¿ that ¿excessive tension should be avoided on the device's self-gripping polyester mesh and suture attachment points to account for wound shrinkage during the healing process¿ and in chapter ¿operating steps¿ that for " rectangular mesh: "mesh fixation should be performed depending on surgical procedure, size of hernia and patient conditions.¿ a review of the device history record for the device has been performed. No failure that may relate to the reported conditions have been noted. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event re presents an emerging adverse quality trend. The product was not returned to us for evaluation; therefore, we are unable to identify the specific root cause for the problem reported. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an abdominal hernia repair, the mesh broke after almost 3 months of implant. A new abdominal hernia repair was needed to remove it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an abdominal hernia repair, the mesh broke after almost 3 months of implant. A new abdominal hernia repair was needed to remove it. It was also reported that a new and heavy weight mesh was used and implanted. After the procedure the wound was closed using sutures.